Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead noted dried blood throughout the entire lumen of the lead. Insulation cuts were also noted on the lead, likely caused during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture, as the lead was electrically operating normally. Visual inspection confirmed the reported blood in the lead, however, this is not likely to have caused the loss of capture.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at pacing voltages less than 5 volts. A revision procedure was performed and the lead was explanted and replaced. At explant, it was reported the lead had blood in it. No adverse patient effects were reported.